Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that insulin pump received excessive no delivery alarms. Caller reported that alarm caused customer to be hospitalized. Caller declined troubleshooting for no delivery alarm and requested for insulin pump to be replaced.